Event description:
The company was reported that the pt regularly has infection and blood stained discharge from the implanted ear. It was also reported that the electrode array can be seen in the pt's ear canal with crust and rust forming around some parts. Advanced bionics is in the process of gathering more info.